Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is not working correctly. Customer stated that her infusion set cannula was bent resulted in high blood glucose and the insulin pump did not alarmed it had absence of no delivery alarm. Nothing further was reported.